Event description:
It was reported that during the procedure in the left anterior descending artery to the diagonal artery, with heavy calcification, via radial access, pre-dilatation was performed using a non-abbott balloon. A 3.5x23 rx xience prime stent system was advanced through a 6f non-abbott guide catheter but could not cross due to resistance with the anatomy. Several kinks occurred on the stent system shaft at the area of the guide wire exit notch. The lesion was further dilated using a 3.0-15 non-abbott balloon and the xience prime stent system was re-advanced for a second time and crossed the lesion. When negative pressure was pulled, blood was confirmed coming into the indeflator. Leak was suspected. The stent system was removed from the anatomy and a new same size xience prime stent system was used wi th the same guide catheter. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: inflation: indeflator; guide catheter: 6f. (B)(4) - re-insertion. The device was returned for evaluation. Physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. The reported shaft kink and leak were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.